Manufacturer narrative:
(B)(4). Date sent: 11/19/2024. Additional information was requested, and the following was obtained: what was the procedure? Vats left upper lobectomy what vessel was being fired upon? Pulmonary artery what were the indications for surgery? Cancer what is the surgeon¿s experience with the pvs device? Consultant surgeon is experienced, but a senior surgical registrar used the device. What was the approximate width of the compressed vessel? 8mm did the surgeon wait 15 seconds prior to firing? Yes, always. Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Yes did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Yes were there any difficulties with the device or staple formation during the initial procedure? Yes, the staple line looked¿deformed¿ and looked like it had some staples that had not formed correctly after firing upon the pa ¿ the staple line was not leaking at this point. Then when they tried to use it on a pv it would not fire so a new stapler was opened. Was a transfusion required? Yes what was the pre and postoperative anti-coagulant and pain management protocol? Same protocol as they always use. Was there calcification of tissue that impeded clamping or cutting? No were there any pre-exiting patient conditions? No any clips, clamps, or graspers near the area where the device was being fired? No please provide a timeline of events. When the surgeon fired on the pa, the staple line looked deformed and not how it normally should ¿ the staple line however was not leaking by this point. They then fired using the same stapler on a pv but the stapler did not fire so they had to open a new device. A few minutes later the pa stump which had the deformed staple line, gave way and patient started to bleed. At this point they converted to a thoracotomy.

Manufacturer narrative:
(B)(4). Date sent: 11/21/2024. Corrected data: 6. Health effect impact code.

Event description:
It was reported that during an unknown procedure, while pve35a was being used it ruptured the pulmonary artery. The patient lost around 2l of blood but is confirmed to be okay. The surgeon using the device is a long term user of pve35a.

Manufacturer narrative:
(B)(4). Date sent: 9/19/2024 d4: batch #unk an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished pve35a, with lot/batch number c9e79z, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. Attempts are being made to obtain the following information. To date, a response has not been received. Should additional information be received, a supplemental report will be submitted. What was the procedure? What vessel was being fired upon? What were the indications for surgery? What is the surgeon¿s experience with the pvs device? What was the approximate width of the compressed vessel? Did the surgeon wait 15 seconds prior to firing? Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Were there any difficulties with the device or staple formation during the initial procedure? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was there calcification of tissue that impeded clamping or cutting? Were there any pre-exiting patient conditions? Any clips, clamps, or graspers near the area where the device was being fired? Please provide a timeline of events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.